Manufacturer narrative:
For this event, the investigation determined the service actions resolved the issue. Follow up actions for this event include: the field service engineer found a nozzle was bent and the teflon was worn unevenly. He fixed and adjusted the rinse units and re-adjusted the sample and reagent probes and adjusted the cuvette wash levels. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable results were generated by cobas 8000 c702 module analyzers. The events involved 3 patients with the following: 3 questionable results for calcium.